Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer's spindle cap broke. A new device was successfully implanted. The broken spacer will not be returned for analysis as it was disposed of by the medical facility.